Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30995731l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav high-density mapping eco catheter and a blood clot issue occurred. There was a blood clot discovered at the base of the pentaray nav high-density mapping eco catheter towards the end of the procedure when the pentaray nav high-density mapping eco catheter was pulled out of the patient. They replaced the catheter and continued the procedure. The procedure was completed without further issues. There was no patient consequence reported. Additional information was received. The system did not present any error messages nor did the physician/user see any product problem. There was no temperature or flow issues on the catheter. They were unsure if the patient exhibited any neurological symptoms since the procedure was completed. The event was assessed as MDR reportable for a blood clot issue.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav high-density mapping eco catheter. There was a blood clot discovered at the base of the pentaray nav high-density mapping eco catheter towards the end of the procedure when the pentaray nav high-density mapping eco catheter was pulled out of the patient. They replaced the catheter and continued the procedure. The procedure was completed without further issues. There was no patient consequence reported. The bwi product analysis lab received the device for evaluation on 12-jul-2023. The device evaluation was completed on 18-jul-2023. The device was returned to biosense webster for evaluation. A visual inspection and patency test of the returned device were performed in accordance with bwi procedures. The device was visually inspected, and thrombus/clot was attached on one electrode of the device's tip was observed. A patency test was performed and the catheter failed the test since the irrigation tube was found folded at the tip section. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer were confirmed. It should be noted that product failure is multifactorial. The instructions for use contain the following precautions: flush the catheter with heparinized saline prior to insertion into the body. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings environment problem identified (c15) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿clot¿ issue. -investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: hose (g04069) were selected as related to the biosense webster inc. Analysis finding of the ¿the irrigation tube was found folded¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).